Event description:
It was reported that the patient was hearing a low tone alarming from their device. When the device was checked there was no evidence of a device alarm being triggered and all parameters were normal. It was also reported that several months the device was alarming again and this time not only the patient heard the alarm but also the physiologist that was present. Again, when the device was checked there were no parameters met for a low urgency tone alert. The device was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned for analysis and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. The save to disk also revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.